Manufacturer narrative:
The device and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that 4 other devices from the reported lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
When attempting to attach the affixus 130-degree 11x380mm troch nail onto the 130-degree targeting guide, there was an evident mismatch in size of the nail/guide junction; therefore, the nail was unable to be fully seated onto the guide. An affixus 130-degree 11x400mm nail was used instead and was implanted onto the same guide without any conflicts. This caused a surgical delay of 30-45 minutes.